Event description:
In (B)(6), allergic reactions (mild dyspnea with intense redness in facial area reaching down to upper thoracic area, partial swellings in the head area, feeling pressure in the neck up to tussive irritation) was reported immediately after donation on (B)(6) donors in the ((B)(6)) centers of (B)(6). The (B)(6) incidents occurred on (B)(6) 2014 ((B)(6) incident); (B)(6) 2014 ((B)(6) incidents); (B)(6) 2014 ((B)(6) incidents) & (B)(6) 2014 ((B)(6) incidents). Due to the allergic reaction, cooling treatment was provided for some affected donors. For other affected donors, ca+ injection was given. No further treatment was given to the affected donors.

Manufacturer narrative:
As mentioned above, the incidents happened in (B)(6). We tried to get information from centre on patient's information (patient identifier, age, sex, weight) but we could not get the information. Exemption number (B)(4). Jmss (the manufacturer) is submitting the report on behalf of jmsna (the importer). Although we have not established that the device caused or contributed to the event, we are reporting it out of caution to be in compliance with 21cfr part 803. We cannot rule out causality. From reserve sample evaluation and device history record review, there was no abnormality found on the complaint product code and the product met the qa specifications prior releasing it to the market. There was no malfunction on the needle itself. Based on the information provided by the ked plasma center's clinical manager, the incident happened after the completion of the donation. After the reported allergic reactions, the procedure was changed and saline infusion was stopped. No further allergic reactions was observed after that. Thus, the reported sysloc needles were excluded as a potential root cause for the allergic reactions. The clinic manager mentioned that they think that saline solution (from "alleman") that was administered to the donors at the end of the plasma donation was the cause of the allergic reactions. Thus, no corrective action will be applicable as reported incident is not related to any malfunction of jmss product. (B)(4). Jms will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers. Device not returned to manufacturer